Event description:
The customer reported a negative reaction with blood grouping reagent anti-s art. (B)(4), lot 7002130-01. The customer reported a positive reaction of the sample with the anti-s reagent of a competitor. This competitor has licensed a polyclonal reagent. Our blood grouping reagent anti-s is a monoclonal reagent. The customer has sent us a native, clotted blood sample without any serum. The complained reagent was not sent. Therefore the quality control laboratory tested the retention sample of the complained reagent with the blood sample. We confirmed the negative reaction of the sample with seraclone anti-s. The clotted blood sample was also tested with a polyclonal anti-s reagent and resulted in a positive reaction. Based on this positive reaction we did further tests and found that the sample showed a positive direct anti-globulin test (dat). This positive dat can be an explanation of the positive reactions with polyclonal reagents. In case of a positive dat the red cells are already sensitized with igg and or anti-complement. These coated red cells would react positively for sure after adding anti-human globulin, independent of the expressed antigens.

Manufacturer narrative:
Summary: testing of the quality control laboratory confirmed the correct function of the affected lot of blood grouping reagent anti-s. Due to all test results we assume the formular mnss of the sent blood sample. The molecular typing of confirming this suspicion could not yet be initiated because we only received a clotted blood sample, no acd or edta blood. We had no further complaints relating to this subject (false positive reaction with seraclone anti-s) since 2007.